Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
Us complainant reported patient was placed on impella cp support. It was reported purge flow was decreasing over course of nurse¿s shift. Nurse stated she walked into an alarm that said the impella stopped due to high mc. Abiomed support did not see this on ic. As support spoke to nurse, the pf started to trend up and pp decrease. Patient had liver shock with no coagulation so tpa was not an option. Nurse was to monitor for now and get a purge cassette available in case it doesn't continue to trend up.